Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display, no delivery alarm and insulin pump rejected the new battery. The customer's blood glucose level was unknown. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm, failed battery alarm and low battery alarm due to frozen display. (B)(4).